Manufacturer narrative:
The pipeline device will not be returned as it was implanted in the patient. The cause of continued aneurysm filling could not be de termined. Based on the reported information, there is no evidence suggesting that the device was defective. (B)(4).

Event description:
Medtronic (covidien) received report of patient retreatment after pipeline implant due to continued aneurysm filling. Eighteen months post-procedure, a pipeline flex was implanted into the existing pipeline. Angiographic result post-procedure was good. The aneurysm was large, unruptured, and saccular located in the paraclinoid internal carotid artery (ica). Vessel was moderately tortuous. The event date is an approximation based on retreatment date. The pipeline model and lot numbers were not provided.